Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, low sensing, variable pacing impedance, and no capture on the right ventricular (rv) lead were noted. Diagnostic imaging confirmed the rv lead perforated the heart. The lead was repositioned successfully, and the patient was stable with no adverse consequences.